Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 526 mg/dl. The customer alleged that the quick bolus button was not working. Tandem technical support walked the customer through delivering a quick bolus and the button worked as intended. A correction injection was delivered to address bg.